Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the reported problem of "upstream occlusion!" Was not reproduced. A review of the event history log (ehl) revealed multiple occurrences of "upstream occlusion!" Alarms. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.